Manufacturer narrative:
Concomitant: product ID 8590-1, lot# n073948, implanted: 2006-(B)(6), product type accessory. Product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), product type catheter. (B)(4).

Event description:
It was reported an alarm had occurred but had not yet been interrogated. The patient heard the "emergency alarm" yesterday morning at 11 am. The patient did not know if he had missed a refill because he had never received a call from the clinic indicating he had missed a refill. The patient had a sudden onset of "one little spasm in his left leg" last night at about 11 pm. The pump was used to deliver baclofen (unknown). It was further reported the patient had experienced increased spasticity. A low reservoir occurred due to the patient missing a ref ill. The pump was refilled and the patient recovered without permanent impairment.